Event description:
Customer reported that beginning (B)(6), 2015 she experienced nausea, dizziness, and headaches. Customer further reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer made a doctor's appointment due to not feeling well, and was reportedly diagnosed with hyperglycemia and administered insulin via injection. Customer additionally received "two types of (unspecified) oral medication". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The meter has been returned and investigated with retained test strips. Meter powered on with button press, but not with insertion of test strips. Meter was disassembled and raised pin #6 was observed in the strip port. The pins located in the strip port align with the electrodes on the test strip and therefore if one of the pins is bent or raised the test will not be conducted. A bent or raised pin is most likely due to the customer inserting a bent test strip. Test strip label copy instructs users to not bend, cut, or alter the test strip in any way. No additional issues were identified during extended product investigation. This is a final report.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.